Manufacturer narrative:
Product ID 8703, lot# j93126004, implanted: (B)(6) 1994, product type catheter. (B)(4).

Event description:
It was reported that there was an issue with the pump and it was replaced. The patient indicated that the first pump implant 'worked good,' and then there were 'a couple other surgeries,' because the pump 'didn't even last a couple of years.' It was further stated the 'the batteries started going bad in it' and the pump was replaced. No other event details were provided. The drug being delivered via the pump was baclofen at the time of event. Additional information has been requested, however was not yet available at the time of report.